Manufacturer narrative:
Full failure analysis was beyond the capabilities of noa. Noa did perform a basic inspection. Mains cable and transformer were tested for dielectric break down. Fuses were checked. Toroid transformer was in perfect condition. Batteries for battery backup looked good. Problem with facility wiring was ruled out. Source of over heating was not identified. The control box was sent to the manufacturer, (B)(4) linear motion tech, for failure analysis.

Event description:
Initially it was reported that the control box caught fire, later it was clarified that there was no flame but that control box smelled like a battery. Maintenance man thought it may be the battery that over heated. The control box was deformed from heat. The power cord was in good condition. Showed no sign of heat. The circuit breakers did not trip and internal fuses did not blow.